Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is having issues when she draws insulin into the reservoir. Customer stated that when she fills her resvoir, she gets air bubbles. She stated she does not believe it is the product causing it but her technique. Customer was assisted on filling the reservoir, purging the air bubbles out and connecting to infusion set. Customer declined to troubleshoot. Blood glucose value is 158 mg/dl. Nothing further reported.